Manufacturer narrative:
The returned device was visually inspected, and held upside down. We held the chamber upside down to determine whether the floats were able to freely move. Results: we observed that the chamber's aluminium base had a small bow or depression in it. When the device was turned upside down, the primary and secondary floats were jammed in the down position leaving the water valve open. The floats being unable to move would not have been able to control the water level. Based on the small bow in the chamber based and similar complaints received previously, the device most likely sustained impact due to being dropped, prior to use. Conclusions: the malfunction reported was most likely related to user handling. We are aware of other similar complaints reporting failure of the float mechanism in the mr290 causing overfilling. The occurrence rate of this type of complaint is approximately 0.001% worldwide for the last year. We have an open CAPA item to address such complaints and put measures in place to reduce and/or prevent reoccurrence. The mr290 instructions for use indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line.

Event description:
Reporter reported that water exceeded the limit line of an mr290 humidification chamber. No pt consequence was reported.